Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the emergency room after receiving inappropriate shocks. Noise and oversensing was observed on the ventricular channel. Low high voltage impedance was also noted. Abrasion in a portion of the lead was considered to be the cause of the inappropriate shocks, but it was not confirmed. The lead was capped and replaced. The patient's condition is stable.